Event description:
It was reported that sometimes post port placement, the line allegedly found to have a leak. It was further reported that catheter allegedly had hole. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 08/2022. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: two bd posi-flush syringes, a extension set and one broviac s/l catheter were returned for evaluation. Gross, microscopic visual, functional testing were performed. The investigation is unconfirmed for the reported material hole issue as longitudinal split was identified on the catheter body. However, the investigation is confirmed for the reported fluid leak and identified split in the catheter issues as a longitudinal split was noted on the catheter body. Upon infusion, a leak was observed from the longitudinal split. Furthermore, a complete diagonal break was noted on the distal end. However, striations was noted throughout the catheter surface. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2022), g3, h6 (device) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometimes post port placement, the line allegedly found to have a leak. It was further reported that catheter allegedly had hole. There was no reported patient injury.